Manufacturer narrative:
The insulin pump had button error alarm and intermittent esc button response due to corroded keypad traces. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act and esc buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown; last reading was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.